Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board was replaced and the high voltage cable was cleaned and regreased during the service call.

Event description:
The customer reported that the 9800 system would not fluoro. No patient injury was reported.